Event description:
The customer reported a leak inside the coulter hmx hematology analyzer w/ autoloader. The instrument was giving no diff results on controls when the leak was noticed. The volume of the leak was about 4 cc and was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found two leaks inside the instrument. The fse found a hole in the tubing through pinch valve pv43. The fse replaced the tubing through pinch valve pv43 and the first leak was fixed. The fse then found that the flow restrictor tubing from the peltier to the diff mixing chamber was loose at the fitting of the peltier module. The fse reattached the flow restrictor tubing to the peltier module and the instrument ran without any leaks and giving proper diff results. The repairs were verified per established procedures. (B)(4).